Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (B)(6) 2018, the patient was discharged home. Approximately, 24 hour post procedure the patient returned to the hospital and complained about pain. The physician "viewed the cavity and found a perforation and a bowel burn". On 05/21/2018, it was reported the medical director had the opportunity to speak with dr. (B)(6) on may 10, 2018 regarding a multiparous patient who had a novasure endometrial ablation for abnormal uterine bleeding. The patient had a normal cavity seen on pre-ablation hysteroscopy. The novasure device was inserted but had difficulty deploying. Dr. (B)(6) used additional seating techniques and achieved a width of 2.8 cms. Cia test passed on the first attempt and the ablation was completed without incident. On post-ablation hysteroscopy, dr (B)(6) noted a hypercoagulated area at the left fundal region associated with a 2 mm perforation. The patient was observed overnight and subsequently went home in stable condition. Dr. (B)(6) believed that there was likely false tracking of the left novasure tip into the myometrium.